Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The prime test could not be performed due to the loose drive support disk. The device had cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Blood glucose value was 346 mg/dl; treated with manual injection. Customer repeated the rewind but received the alarm again during prime. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.